Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation/migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical dysplasia. On (B)(6) 2009, the patient had essure inserted. In (B)(6) of 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping), pelvic pain ("pelvic pain / right side pain"), vaginal haemorrhage ("abnormal bleeding (vaginal) and menorrhagia ("abnormal bleeding (menorrhagia). In (B)(6) of 2017, the patient experienced alopecia ("hair loss") and nausea ("nausea"). In (B)(6) of 2018, the patient was found to have weight increased ("weight gain"). In (B)(6) of 2019, the patient experienced fatigue ("fatigue"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse), abdominal pain ("abdominal pain"), back pain ("back pain") and psychological trauma ("psych injury"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, psychological trauma, vaginal haemorrhage, menorrhagia, fatigue, weight increased, alopecia, bladder disorder, urinary tract disorder and nausea outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, psychological trauma, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2007 discrepancy as per pfs previously reported essure insertion date : (B)(6) 2009. Current weight 160 lbs. Right side- 12 trailing colis, left side- 6 to 7 trailing coils . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation/migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical dysplasia. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain / right side pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2017, the patient experienced alopecia ("hair loss") and nausea ("nausea"). In (B)(6) 2018, the patient was found to have weight increased ("weight gain"). In (B)(6) 2019, the patient experienced fatigue ("fatigue"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain") and psychological trauma ("psych injury"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, psychological trauma, vaginal haemorrhage, menorrhagia, fatigue, weight increased, alopecia, bladder disorder, urinary tract disorder and nausea outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, psychological trauma, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2007 discrepancy as per pfs previously reported essure insertion date : (B)(6) 2009. Current weight 160 lbs. Right side- 12 trailing coils, left side- 6 to 7 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2020: pfs and mr received : events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), fatigue, weight gain, hair loss, bladder problems, urinary problems, nausea", reporter, medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation/migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain "), abdominal pain ("abdominal pain"), back pain ("back pain") and psychological trauma ("psych injury"). At the time of the report, the fallopian tube perforation, genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain and psychological trauma outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2007 discrepancy as per pfs quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: follow up 1 and 2 processed together. Pfs received. Previously reported event "injury" was updated to dysmenorrhea (cramping) .events: perforation: (fallopian tubes), migration, chronic, dyspareunia (painful sexual intercourse), pelvic/ abdominal, back), psych injury were added. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.